Event description:
It was reported that a burr was noted on the needle as it was being loaded. The suture was set aside and not used on the pt. There was no adverse pt outcome extended surgery time reported.